Manufacturer narrative:
MDR 3003442380-2024-03324 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same adhesive issues with four infusion sets as the infusion sets fell off during use.the adhesive issues occurred on various dates (B)(6) 2024. The sets were used for less than 2 days. For all events the blood glucose levels ranged from 120-200 mg/dl. The patient was treated by replacing the infusion sets and patient successfully resumed insulin delivery. No further information available.